Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the base of the endocuff vision purple splits when being applied onto a paediatric scope, weakening the integrity of the attachment. The cuff fully split and came off. The issue occurred during an unspecified procedure. There were no reports of patient harm.